Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that the dovetail meniscal allograft osteotome blade broke during a procedure. When the osteotome was placed into the tibia, a corner of the device cracked-off. The broken portion was approximately 8mm x 5mm. C-arm was brought in to locate the piece. Piece was visualized and surgeon began using a pituitary rongeur to retrieve it. After several attempts surgeon was not able to see it on x-ray. No extra incisions were made while attempting to retrieve the piece. The x-ray was also reviewed by a radiologist to confirm that there was no metal present in the views. An allograft oats and meniscal transplant was performed to complete the procedure without further issue.